Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer consumed 40 grams of carbohydrates, and was unsure of the reason the pump recommended and delivered a bolus of 10 units of insulin. The customer's carbohydrate ratio was 1unit:12grams. Review of the bolus history by tandem technical support showed that 140 grams of carbohydrates had been entered into the bolus menu. The customer acknowledged that the issue occurred due to user error and due to poor eyesight. At the time of the reported event, blood glucose (bg) level was 117 mg/dl, and declined further assistance from tandem technical support.